Event description:
It was reported that the ventricular lead exhibited a low lead impedance. At a follow-up on (B)(6) 2014 the lead impedance was stable. The patient would be monitored. The patients condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.